Event description:
Customer reported the cine function does not work, and system is displaying a battery charge at 106% message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and reloaded software. System operates as intended. (B) (4).